Manufacturer narrative:
Although the instrument was discarded buy the user facility, the supplied photo shows one of the locking tabs has been completely removed/broken of the instrument. It was reported the break occurred while the scrub tech was pushing on the tab with another instrument.

Event description:
The scrub tech pushed on the tab of a screw extender with a nerve hook and it broke off. The instrument was not used in surgery and did not cause any problems or delays.